Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a ring artifact on patient images during a brain scan. There was no report of misrepresentation as a result of the ring artifacts. The field service engineer (fse) visually inspected the gantry and found a crack on the border of the compensator filter of the a-plane collimator. The fse confirmed there was no misinterpretation or mistreatment due to the ring artifact. The fse replaced the a-plane collimator to resolve the issue. The system is in clinical use. This issue has been determined not to be a reportable event.